Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 and 80 mg/dl, and the meter bg reading was 201 and 123 mg/dl, respectively. No additional patient or event information was available. A root cause could not be determined. Reportedly, customer entered another calibration to address the reported issue.